Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (B)(6) 2013, due to skin overgrowth. During the same procedure the patient was injected with kenalog.